Event description:
This spontaneous case describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding/horrendous bleeding") in a 54 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria disability and intervention required), genital haemorrhage (seriousness criterion medically important), headache ("headaches"), nervous system disorder ("neurological disorders"), cognitive disorder ("cognitive problems"), migraine ("migraines"), metal poisoning ("toxicity of this implant/risk of defect related to its composition"), respiratory disorder ("respiratory problems"), pneumonia ("pneumonia"), asthenia ("loss of energy"), fall ("fall"), myalgia ("muscle pain"), urinary incontinence ("urinary incontinence"), fatigue ("constant fatigue") and mobility decreased ("loss of mobility"). The patient was treated with surgery (removal of fallopian tubes and uterus). Essure was removed. At the time of the report, the outcomes for pelvic pain, genital haemorrhage, headache, nervous system disorder, cognitive disorder, migraine, metal poisoning, respiratory disorder, pneumonia, asthenia, fall, myalgia, fatigue and mobility decreased were unknown. No causality assessment was received for essure with regard to genital haemorrhage, cognitive disorder, migraine, metal poisoning, respiratory disorder, pneumonia, asthenia, fall, myalgia, urinary incontinence, fatigue, mobility decreased, headache, pelvic pain or nervous system disorder. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding/horrendous bleeding") in a 54 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria disability and intervention required), genital haemorrhage (seriousness criterion medically important), headache ("headaches"), nervous system disorder ("neurological disorders"), cognitive disorder ("cognitive problems"), migraine ("migraines"), metal poisoning ("toxicity of this implant/risk of defect related to its composition"), respiratory disorder ("respiratory problems"), pneumonia ("pneumonia"), asthenia ("loss of energy"), fall ("fall"), myalgia ("muscle pain"), urinary incontinence ("urinary incontinence"), fatigue ("constant fatigue") and mobility decreased ("loss of mobility"). The patient was treated with surgery (removal of fallopian tubes and uterus). Essure was removed. At the time of the report, the outcomes for pelvic pain, genital haemorrhage, headache, nervous system disorder, cognitive disorder, migraine, metal poisoning, respiratory disorder, pneumonia, asthenia, fall, myalgia, fatigue and mobility decreased were unknown. No causality assessment was received for essure with regard to genital haemorrhage, cognitive disorder, migraine, metal poisoning, respiratory disorder, pneumonia, asthenia, fall, myalgia, urinary incontinence, fatigue, mobility decreased, headache, pelvic pain or nervous system disorder. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2022: quality safety evaluation of product technical complaint. On 31-oct-2022: no new information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding/horrendous bleeding") in a 54 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria disability and intervention required), genital haemorrhage (seriousness criterion medically important), headache ("headaches"), nervous system disorder ("neurological disorders"), cognitive disorder ("cognitive problems"), migraine ("migraines"), metal poisoning ("toxicity of this implant/risk of defect related to its composition"), respiratory disorder ("respiratory problems"), pneumonia ("pneumonia"), asthenia ("loss of energy"), fall ("fall"), myalgia ("muscle pain"), urinary incontinence ("urinary incontinence"), fatigue ("constant fatigue") and mobility decreased ("loss of mobility"). The patient was treated with surgery (removal of fallopian tubes and uterus). Essure was removed. At the time of the report, the outcomes for pelvic pain, genital haemorrhage, headache, nervous system disorder, cognitive disorder, migraine, metal poisoning, respiratory disorder, pneumonia, asthenia, fall, myalgia, fatigue and mobility decreased were unknown. No causality assessment was received for essure with regard to genital haemorrhage, cognitive disorder, migraine, metal poisoning, respiratory disorder, pneumonia, asthenia, fall, myalgia, urinary incontinence, fatigue, mobility decreased, headache, pelvic pain or nervous system disorder. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: upon receiving a internal review, it was confirmed that cases (B)(4) and (B)(4) are duplicates of each other. All the information from deleted duplicate case (b)4) is transferred to the retention case (B)(4). Hence, this case should be deleted from bayer data base. Nullification reason: duplicate case is identified with fu information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.